Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room manager reported that the system powers down on its own. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer determined there was nothing wrong with the system. Servicing was subsequently cancelled, as a result. The system was manufactured on september 12, 2005. Based on qa assessment, the product met specifications at the time of release. There was no problem found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).